Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap, a battery compartment crack, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots on the event date. The pump was exercised for 24 hours with a duplicated power loss. The battery cap threads were stripped, the yellow o-ring was visible, and the battery compartment was cracked, causing the cap to detach and the pump to lose power. Additionally, the display screen appeared dim and discolored. (B)(6).